Manufacturer narrative:
Additional information: analysis of the returned device shows that functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The above observations are consistent with anticipated wear of the instrument cable.

Event description:
It was reported that a patient underwent a mast-tlif. During the procedure, it was reported that the flex arm could not be tightened properly which resulted in the retractor not being able to be put in place correctly and the quadrant moving instead of staying in place. Surgery took 2 hours longer than intended. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.